Manufacturer narrative:
Section h imdrf annex a, g, c&d codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager was not functioning. The customer stated that this malfunction caused a fluid ingress in inside of smart remote manager housing. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager was not functioning. The customer stated that this malfunction caused a fluid ingress in inside of smart remote manager housing. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to water intrusion inside the smart remote manager housing, which damaged the controller board, display board, and latch. The field service engineer resolved the issue by replacing the controller board, display board, latch and performing proactive inspections, and verifying functionality through hardware test application testing and pharmacy inventory checks. The system functioned as intended after the field service engineer repaired the device.